Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6).

Event description:
It was reported that during a device change out, externalized conductor was noted. The lead will be monitored.